Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed needs assistance with the arctic sun device where patient temperature (pt) 2 probe was not registering. Verified patient temperature (pt) 2 was enabled. Per follow up information received via task on 12may2026, the issue was a bad cord. They replaced the cord with a spare one that they had, and that resolved the issue.